Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 150 mg/dl and their sensor glucose read 73 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. The customer was advised that the device would be replaced. Customer returned the product for analysis.

Manufacturer narrative:
Inspected 1 opened/used partial sensor and performed continuity resistance test. Sensor passed per specifications. Sensor initialization test was performed using a new lab transmitter with a 7xx/5xx paradigm insulin pump. Connected sensor to the transmitter and placed it in 100 bts solution and confirmed communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Cannot perform bbs test as the sensor is beyond its expiration date. Unable to confirm insertion/needle anomaly due to customer did not return insertion needle; only sensor.